Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the resolution 360 clip failed to release from the catheter. The clip sounded like it had been deployed, but it did not grasp onto the tissue and would not release from the catheter. Initially, the clip was unable to be removed from the scope, but a brush was used to successfully release the clip. The scope was removed, and the clip was brushed to get the clip out. Another scope was used as the user was unsure if the scope was damaged while trying to remove the open clip. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.